Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 290 mg/dl and an insulin injection was used to address the bg level. The contact indicated that the occlusion was within the tubing; however, apidra insulin was being used in the cartridge. Tandem technical support discussed with the contact that apidra insulin was not labeled for use with the pump. The contact indicated that the type of insulin used would be discussed with the insurance company.